Manufacturer narrative:
(B)(6). (B)(4). Concomitant medical product: comprehensive shoulder system modular head variable offset, catalog#: 113032, lot#: 980550; hybrid glenoid base, catalog#: 113954, lot#: 310890; comprehensive shoulder system mini humeral stem, catalog#: 113630, lot#: 951160; comprehensive shoulder system standard taper adaptor, catalog#: 118001, lot#: 367140. Reported event was confirmed by review of medical records provided. Medical records report slight proximal migration of the humeral head on x-ray. X-ray review also indicates progressive radiolucency in zones 1, 2, 3, 4, 5, and 6. Device history record (DHR) was reviewed and found the lot released with no deviations or anomalies. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 1825034-2017-00314, 03538, 03539.

Event description:
It is reported that slight proximal migration of the humeral head was found on x-ray approximately 12 months post left shoulder replacement implantation. X-ray review also indicates progressive glenoid component radiolucency in zones 1, 2, 3, 4, 5, and 6. Patient was asymptomatic. No revision has been reported.